Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: b5, h6 (clinical code). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision of the articular surface with bone grafting approximately nine years and eleven months post-implantation after imaging identified a large femoral osteolytic lesion. During the procedure, the tibial component appeared externally rotated. A small wear defect was observed on the posterior medial lip of the articulating surface. The underside of the polyethylene showed extensive wear, with screw hole positions evident as protruding "nipples". Consistent with surrounding polyethylene having worn away; this was considered a potential contributor to the osteolytic lesion. The intervention was performed to mitigate future fracture risk in an otherwise relatively asymptomatic knee.

Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision of the articular surface with bone grafting approximately twelve years and eleven months post-implantation after imaging identified a large femoral osteolytic lesion. During the procedure, the tibial component appeared externally rotated. A small wear defect was observed on the posterior medial lip of the articulating surface. The underside of the polyethylene showed extensive wear, with screw hole positions evident as protruding "nipples". Consistent with surrounding polyethylene having worn away; this was considered a potential contributor to the osteolytic lesion. The intervention was performed to mitigate future fracture risk in an otherwise relatively asymptomatic knee. There is no additional information available.